Manufacturer narrative:
There was no allegation that a malfunction of an ion system, instrument, or accessory occurred during the procedure based on the reviewed clinical feedback and system log information. An ion product was not returned to intuitive surgical, inc. (Isi) for evaluation.

Event description:
It was reported that during an ion transbronchial biopsy procedure, the patient experienced decreased blood pressure and heart rate. Two pulmonary nodules were biopsied: one in the right middle lung (rml) and a larger one in the left lower lung (lll). While the physician was finishing the biopsy in the rml, he heard alarms going off from the anesthesia monitors and he inquired about what was occurring. He was told the patient developed bradycardia and hypotension followed by a drop in oxygen saturation. The anesthesia team treated the patient and the physician evaluated the patients airway. A chest x-ray was performed to rule out a pneumothorax and bleeding, which confirmed that neither were present. The patient stabilized, but not for long, so the physician chose to terminate the procedure. The patient was stabilized, intubated, and transferred to the intensive care unit (ICU). The patient was extubated after two days and discharged home in stable condition. The cause of the event is still being evaluated, but it is being considered to be related to the pre-procedural administration of a betablocker by anesthesia. The physician stated that there were no problems or malfunctions with the ion equipment in this case.